Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the device's on/off button is intermittent. It has to be pressed multiple times to power the device on or off. As a result, defibrillation therapy may be delayed or not available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device's removed main keypad assembly and determined that the cause of the reported issue was due to wear on the left side of the on/off button, which resulted in the button requiring additional force to operate.

Event description:
The customer contacted physio-control to report that the device's on/off button is intermittent. It has to be pressed multiple times to power the device on or off. As a result, defibrillation therapy may be delayed or not available, if it was needed. There was no patient use associated with the reported event.